Event description:
This pt received a nucleus 22 cochlear implant in the right ear at three years of age and developed above-average auditory skills. To further improve their performance, pt received a second cochlear implant (nucleus 24 contour) in their left ear, in 2003. After several months of successful bilateral cochlear implant use, this pt began to experience severe pain and headaches when using the second device. In the fall of 2004, pt discontinued use of the nucleus 24 cochelar implant, but continued to report severe pain and headaches even when the device was turned off. Because the pt's symptoms have not been successfully controlled through medical or audiological (device programming) interventions, the device will be explanted. The surgery has not been scheduled at this time.